Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the event and hospitalization were not reported. It was reported that the patient was given unspecified medications for peritonitis. The patient outcome and action taken with pd therapy were unknown. No additional information is available.